Manufacturer narrative:
Manufacturer evaluation of the information available determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant were use errors, which occurred at 09:11am on (B)(6) 2022 and 12:16pm on (B)(6) 2022, in which a user did not complete manual replacement of the reagent in bottles 14 (xylene) and 9 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual. Specifically, a use error occurred at both 09:10am on (B)(6) 2022 and 12:16pm on (B)(6) 2022 when a user reset the station properties for bottles 14 (xylene) and 9 (ethanol) respectively and affirmed in the instrument graphical user interface (gui) that the reagent concentration in these bottles was to be set to the default value of 100%, without removing the bottles for sufficient time to replace the reagent. Due to these use errors, the xylene concentration in bottle 14 remained unchanged at 65.6% and the ethanol concentration in bottle 9 remained unchanged at 76.1%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 14 (xylene) with a concentration of (B)(4) was used for the final clearing step in the "factory 4hr xylene standard" started in retort b at 09:11am on (B)(6) 2022 and the reagent in bottle 9 (ethanol) with an ethanol concentration of (B)(4) was used for the final dehydration step of the "factory 2hr xylene standard" protocol started in retort a at 12:16pm on (B)(6) 2022. The minimum xylene concentration required for use in the final clearing step in a protocol is 95%, and the minimum ethanol concentration required for use in the final dehydration step in a protocol is (B)(4). The leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "tissue found to be over dehydrated on multiple [sic] runs. Number of casssettes [sic] on each run affected is approx. 96-192. Time frame which incident occurred is over the course of the past few days. Customer said they do not know the exact date from which the incident began. Tissue samples are >3mm and ran on their 2 hour protocol. Tissue type is skin. Customer reported crystals found in formalin solution. Customer changed all ethanol reagents, and the instrument configuration includes dedicated 70% ethanols on stations 3 and 4. Customer reported all affected tissue has been diagnosed." On (B)(6) 2022 the fas visited the customer site and confirmed that the patient tissue samples exhibiting sub-optimal processing were derived from "factory 2hr xylene standard" protocols executed in both retort a & b during "the past few days" with "end date (B)(6) 2022"; the tissue type of the affected patient samples involved in this adverse event were documented as "skin" and the size of the affected patient tissue samples was ">3mm".